Manufacturer narrative:
H3: analysis of the product ID 97755 lot# serial# (B)(6) revealed scrapped due to low reading being 0 should be higher than 30. And cable insulation is frayed/peeling away on the connector cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755 and serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for the past month they have been having trouble recharging their implant at night. Caller stated that the controller is having trouble identifying the implant and they have to tell it to recharge 8-10 times before it will finally start recharging. Caller added that the recharger paddle is getting really hot where the cord meets the paddle, and they can see on their back afterwards that their skin is red and would have burned if they hadn't taken the cord off. Caller also noted the relay box on the cord is getting hot as well and the controller will feel warm. Agent had caller examine the equipment for damage. Caller noted the cord was broken on the recharger near the plug. The issue was not resolved. A replacement recharger (rtm) was sent out. Caller mentioned that this is only the second issue they've ever had since their first implant in 2010.